Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, during stapling and dividing the stomach, the powered stapler fired partially on tissue and would not advance after about halfway through the firing. The surgeon tried firing the reloads with multiple powered stapler and a manual handle, but the reload was only able to partially fire each time. The surgeon was able to complete the sleeve when he switched to another powered stapler and fired medial to the prior partial firings. The stapler did show an excessive force icon halfway through the first firing at the base of the stomach, which was very thick, but after a wait, the firing was able to finish. It was noted that the distal staple line was incomplete. The surgeon completed the sleeve with 8 reloads and was reading zone 3 and firing slowly the whole way up. There was no patient injury.